Manufacturer narrative:
Concomitant medical products: product ID 37754, lot# n326823, serial# (B)(4), implanted: (B)(6) 2012-05-10, product type: recharger. Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 355531, lot# n328280, implanted: (B)(6) 2012, product type: screening device. Product ID 3550-p4, lot# n325295, implanted: (B)(6) 2012, product type: accessory. (B)(4).

Event description:
The following stimulation condition was reported: while stimulation is turned on, the following occurs: the caller reports not getting sufficient therapeutic effect. Patient states he is not getting at least the 50% in pain reduction. Patient stated with the device he would be able to get off some of the medicine and did for a while but walks a block and his legs are pounding. Patient states he is still taking the medication like he did before. Patient stated since implant the stimulator has helped a little bit. Pt reported during his trial they placed his leads in his lower back and he did get the 50% reduction in pain and was able to stop taking most of his oral medication by the end of the 5 days. Pt stated with is permanent stimulator, his leads are in the middle of his back and has no reduction in medicine and might even be taking more because he is trying to do a little more. Pt stated half a block is as far as he can go without his legs thumping and having to take the medication. Patient stated he was reprogrammed a couple of months prior to (B)(6) 2012 and has already tried all 4 programs and they have not worked. Patient stated it didn't really help anything other than what he had before. Pt stated they also programmed the device so it can go to both legs because he was having pain in the right knee. Pt mentioned he feels now that his legs have something crawling on them and as far as reducing the pain, he is sitting on the couch and his muscles are tying in knots. Additional information from the patient stated that they wanted the device removed because they've had nothing but trouble with it, and it caused more side effects than it did good. The device made the patient feel like they had to urinate all the time, but when they would try to go the bathroom, the device would not let them. The patient would have to turn stimulation off for 30 minutes before urinating. They had been reprogrammed three times. The related medical history included spinal pain and reflex sympathetic dystrophy/causalgia-complex regional pain syndrome.